Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the implant procedure to confirm placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. However, the patient has had many back issues including several back surgeries, ablations, needles in their back, and reportedly experienced the shocking sensation without anything implanted. The stimulator is used to treat pain. The cause of the electric shock sensations is unrelated to the curonix device as the patient reportedly felt shocking sensations without a curonix device being implanted (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported electric shock sensations between the trial implant procedure and the permanent implant procedure, without anything implanted. Attempts were made to change the transmitter settings without success. Migration was confirmed and a revision procedure was performed on (B)(6) 2025. As of (B)(6) 2025, the patient believes therapy is helping. However, they are still experiencing procedural pain. No additional information is available at this time.